Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. A visual inspection did not reveal any abnormalities. A liquid leakage test for luer slip fitting was conducted and revealed no abnormalities. A luer gauging test was conducted and revealed that the two piece luer body was too small for both samples, confirming the reported condition. The root cause was determined to be due to the mold insert being undersize/oversize. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
During product evaluation by a baxter quality engineer, it was discovered that a clearlink continu-flo blood solution set had a two piece luer body that was too small. It is unknown when this occurred. There was no report of patient injury, patient involvement, or medical intervention in association with this event. There is no additional information.